Event description:
The power port was implanted. A c-arm was used for position. Staff was unable to aspirate but they were able to irrigate. The port was repositioned but aspiration still was not acheived. The port was removed and a new port was implanted.